Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The complaint for balloon leak was confirmed empirically, based on review of provided 3mensio imagery. Imaging was provided and revealed a horizontal aorta, tortuosity throughout anatomy, and calcification in the landing zone. A procedural video was provided and it was noted that the valve was fully expanded. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Additionally, as no lot number was provided, a DHR review was unable to be performed to determine if a manufacturing non-conformance would have contributed to the complaint event. However, a review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "the patient had a right sided aortic arch that was torturous upon deployment of the valve, the balloon would not fully inflate. The 29mm s3ur valve was deployed enough to lock into the annulus but had significant [waist]. The physician opened a new 29mm commander delivery system and atrion and went back into the valve to balloon it to nominal volume of 33ml. The fcs examined the balloon and noted there was no tear in the balloon; however, once the balloon was inflated, it was noticed a little puncture site where the fluid was coming out. The balloon was inflating but not all the way due to the puncture." As per follow-up with the fcs, the catheter encountered tracking difficulty through the anatomy due to acute bends, which may have contributed to the pinhole leak observed on the balloon upon removal and inspection on the table, a pinhole was identified near the 'valve crimp section indicator' [...]the perceived root cause of the balloon leak is suspected to be the tortuosity of the aorta and the difficulty in advancing the system across the valve." In this case, there was difficulty advancing the delivery system and valve through the patient anatomy, likely due to tortuosity. Tortuosity can subject the system to non-coaxial angles and may lead to the valve frame interacting with the balloon, potentially damaging it during tracking. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (crimped valve interaction with balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve in aortic position. The patient had a right sided aortic arch that was torturous and the catheter had some acute bends as it went up and across the valve. Upon deployment of the valve, the balloon would not fully inflate. There was a long pacing run so the physician decided to deflate the balloon. Upon deflating the balloon, blood came back into the inflation device. The 29mm s3ur valve was deployed enough to lock into the annulus but had significant waist. The physician opened a new 29mm commander delivery system and inflation device and went back into the valve to balloon it to nominal volume of 33ml. The fcs examined the balloon and noted there was no tear in the balloon; however, once the balloon was inflated, it was noticed a little puncture site where the fluid was coming out. The balloon was inflating but not all the way due to the puncture. As per follow-up with the fcs, the catheter encountered tracking difficulty through the anatomy due to acute bends, which may have contributed to the pinhole leak observed on the balloon - though the exact cause is uncertain. The valve was fully deployed in the intended location after the physician went back in with a new commander. No damage was noted to other edwards devices, and there were no injuries or procedural complications. The patient was stable at the conclusion of the case and discharged from the hospital. The perceived root cause of the balloon leak is suspected to be the tortuosity of the aorta and the difficulty in advancing the system across the valve, though this cannot be confirmed.